Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. Further analysis revealed damages such as a deformed fixation helix and a bent distal part of the lead. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to twiddler¿s syndrome as mentioned in the complaint description. In summary, the lead¿s distal part was partly pulled out of the ring electrode. This damage resulted presumably from severe mechanical stress in the implanted state. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This ra lead was explanted and replaced due to twiddler's syndrome. The physician decided to plug the atrial port of the device. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.